Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was pacing failure due to a lead fracture. The patient was hospitalized and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that a routine pacemaker check was performed and there was a lead warning for low right ventricular (rv) lead pacing impedance and a polarity switch occurred. Testing of the lead revealed variable impedance measurements based on the patient's body position. A lead fracture/insulation breach was suspected. The lead remains implanted and in use. No patient complications have been reported as a result of this event.